Manufacturer narrative:
H.6. Investigation: when a check of the actual product received was done, liquid leakage from the filter part was recognized. Leakage occurred from the bottom of the filter. Therefore, we asked the manufacturer of the filter to investigate the parts. For this product, no defects were found in the shipping test (the jis airtightness standard: 150 kpa, no water leak under pressurization for 15 minutes. Sampling inspection n = 8) in the relevant production lot. According to the survey results by the filter manufacturer, the liquid leakage occurred from the welded portion of the filter housing under the condition of pressure 50 kpa or more, and a welding failure was observed with a thin welded end at the liquid leakage location. As a result of checking all the production related records, no record of nonconformity was found, but from the condition of the welded part of the actual product, the welded end became uneven due to the product being welded without being positioned correctly vertically. It was estimated that liquid leakage occurred under pressure from the thin part. The manufacturer of the filter from our company is very careful with the manufacturer, the improvement measures (possibility of possible malfunction of the cylinder built in the welding machine and possible replacement of the cylinder) was implemented at the production site. We confirmed in the defect investigation report from the manufacturer and the vendor. In addition, we will conduct sampling inspections not only at the time of shipping test but also at the time of receiving the filter members for the time being, and will strengthen monitoring to prevent the recurrence of similar events.

Event description:
It was reported with the use of the IV set/20drop/2cq/re/f/std/105cm there was an issue with leakage from the root of the filter.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the IV set/20drop/2cq/re/f/std/105cm, there was an issue with leakage from the root of the filter.